Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The system was activated on (B)(6) 2024 with no issues noted at that time. On (B)(6)2024 the patient notified a local nalu representative that the surgical site was red and swollen. Patient was instructed by the implanting physician to return to the clinic for explant due to infection. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
There are no lab results available to the firm to confirm presence or type of infection thus the source is unable to be conclusively determined. Infection is a known inherent risk of surgical procedures.